Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, catheter damage occurred. Vascular access was obtained through the left femoral artery. The physician was treating a 100% stenosed, totally occluded lesion located in the non-calcified and severely tortuous, 2.5mm in diameter, left circumflex (lcx) artery. This 2.5x15mm maverick 2 balloon catheter was used to dilate the lesion. Approximately 10 inflations were made with this catheter, however, they were not able to "break the stenosis". The device was then removed from the patient without difficulties, at which point they noticed that there was catheter damage approximately 2 inches proximal to the balloon exposing the core wire of the device. There wasn't any material or fragments missing from the device, nothing was left in the patient. There were no reported patient complications. The patient was fine, the stenosis was unable to be broken and the procedure was stopped after this balloon was used. They put the patient on medical management.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, catheter damage occurred. Vascular access was obtained through the left femoral artery. The physician was treating a 100% stenosed, totally occluded lesion located in the non-calcified and severely tortuous, 2.5mm in diameter, left circumflex (lcx) artery. This 2.5x15mm maverick 2 balloon catheter was used to dilate the lesion. Approximately 10 inflations were made with this catheter, however, they were not able to "break the stenosis". The device was then removed from the patient without difficulties, at which point they noticed that there was catheter damage approximately 2 inches proximal to the balloon exposing the core wire of the device. There wasn't any material or fragments missing from the device, nothing was left in the patient. There were no reported patient complications. The patient was fine, the stenosis was unable to be broken and the procedure was stopped after this balloon was used. They put the patient on medical management.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood present in the distal outer and the balloon. Examination of the returned device revealed that the shaft was torn longitudinally approximately 1cm distally from the guide wire exit notch and extending distally approximately 13cm in length, exposing the corewire from the shaft of the device. There are no scratches or any other defects on either side of the tear. There was no issue found regarding the coating of the shaft. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).